Manufacturer narrative:
The report is filed september 29, 2015

Event description:
Per the clinic, the the device was explanted on june 5, 2015, due to extrusion of the implanted device.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.